Event description:
An optometrist reported bilateral trace diffuse lamellar keratitis (dlk), observed one day post lasik treatment. Reporter indicated the pt slept all day post treatment and did not instill topical steroid drops as directed on day of surgery. Steroid topical drops were increased for the next 48 hours. Pt noted some blurriness to vision and eye redness. Additional info has been requested. There are two related reports for the pt. This report addresses the pts left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).